Event description:
The customer's family member reported the customer experienced symptoms of hypoglycemia (date is unknown) and when he tested his blood glucose, he received a reading of 116 mg/dl on his freestyle lite meter. The customer's family member also reported the customer did not experience loss of consciousness or seizure; however, he was disoriented. The paramedics were called and they tested the customer's blood glucose with their device and obtained a reading of 47 mg/dl. The customer was reportedly treated with glucose intravenously and transported to the local hospital. The customer was not admitted, but stayed in the hospital for approximately 5-6 hours. It was also reported the customer was diagnosed with hypoglycemia and he did not believe the hospital gave him any medications; however, they kept monitoring his blood glucose level. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1002828) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: date of the event is unknown; the date in b3 is the date the customer reported the event.